Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This is the same event as 3010536692-2015-01052, -01053, -01055. (B)(4).

Event description:
Allegedly, right hip revised due to elevated cobalt levels; impaired gait and mobility and evidence of metallosis with loosening of the acetabular component, periacetabular osteolysis and soft tissue damage.